Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user was disconnected from the ilet pump to play, experienced a low glucose of 60 mg/dl treated with fast-acting carbohydrates, and upon reconnection received an accidental meal announcement and dose, after which glucose rose to 266 mg/dl; the caregiver was advised not to re-announce a meal and to allow the algorithm to correct, and was counseled on safe pausing/disconnection with readiness to treat potential lows. Symptoms included hypoglycemia. Outcomes included no injury, no hospitalization, and resolution guidance with monitoring and availability of fast-acting carbohydrates. Investigation included troubleshooting and education with review of use conditions and algorithm behavior during disconnection and after unintended meal dosing. Investigation of this case revealed use-related factors, including pump disconnection and an inadvertent meal announcement without food intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user operation and physiological response rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.